Event description:
Dr. (B)(6) was performing a multiple level pedicle screw surgery. He had successfully completed 6 pedicles with the pediguard and on the 7th pedicle the tip broke off at the center part of the vertebral body. The pt's bone was stated by dr. (B)(6) to be very hard. The broken tip, about a few centimeters long, was unretrievable and left in the pt's pedicle. The tip did not pierce through the anterior wall. Dr. (B)(6) then took a standard probe not a pg and advanced the portion as far anteriorly as could comfortably do and put a titanium shorter screw in so as to not have the two metals touching. An x-ray confirmation was performed to show that it had not migrated. There was no consequence to the pt. The hospital has retained the unit and will give it back to us once they have completed their investigation.

Manufacturer narrative:
This report is the initial report compiled by the importer, (B)(4), from info received from the distributor, (B)(4). This report is the initial analysis report (unsigned) of the materials used in the MFR of the lot# 11194d0151. There have been no reports of any problems with this lot. The design history report (DHR) for the materials used in the manufacture of the lot# 11194d0151. There have been no reports of any problems with this lot. The unit in question will be returned to the MFR from the hospital as soon as the hospital has concluded its internal investigation. It is expected that the hospital will also report this event to FDA. At this time, the MFR is keeping open the possibility of opening a CAPA according to their quality standards, pending the outcome of add'l testing when the unit is received.